Event description:
A caller reported that the mobile app had frozen while they were loading a cartridge. There was no adverse impact to the customer's blood glucose level. The customer was able to continue with the loading process on the tandem mobi mobile app and successfully resumed insulin delivery with the pump.